Event description:
It was reported that the patient with this pacemaker was experiencing shortness of breath (sob) due to high pacing rate. Technical services (ts) reviewed and found the patient was in atrial flutter and the patient arrhythmia was falling into blanking. Ts recommended programming changes for this device. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.